Event description:
Pt's mother reported a possible defective cartridge as none of the pumps would detect that particular cartridge. Pumps were functioning fine with other cartridge. Lot number was not documented. No adverse event reported. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? No. Reported to (B)(6) by pt/caregiver.